Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda and tissue injury were unable to be determined. The reported hypotension is likely a cascading effect of the reported slda and tissue injury. The reported patient effects of tissue injury and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and a restricted posterior. One clip was inserted and deployed on the mitral valve. To further reduce mr, a second clip was inserted. While grasping the leaflets, the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was then deployed, reducing mr to a grade of 3-4. It was noted that blood pressure lowered after the slda and a tear was observed on one of the leaflets. There was no clinically significant delay in the procedure.